Event description:
The device was evaluated onsite by a philips field service engineer who confirmed the reported issue and isolated it to the power pca. There is no indication of patient involvement.